Event description:
It was reported that, this pacemaker exhibited atrial undersensing resulting in a premature ventricular contraction (pvc) marker. Technical services (ts) recommended reprogram options by lowering the atrial sensing floor. This device remains in service. No adverse patient effects were reported.